Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with customer. It was verified that the exhaust port was not occluded; however, the hose running to the exhaust port had powder residue in it. The fse advised the customer to check the fitting at the gas outlet port to ensure it was not occluded. The customer inspected and cleaned the exhaust port and reported that the pressure dropped 9lpm instead of 15. The fse advised the customer that the most recent service manual (version j) specifies an 8 lpm drop minimally. The unit successfully passed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported that the device failed performance verification test. There was no patient involvement.